Event description:
It was reported the customer received an unexpected restart alarm. The customer stated the alarm occured after they had replaced their battery. The customer's blood glucose was 221 mg/dl. Customer stated their temp basal was not programmed before the alarm occurred. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.